Event description:
The customer obtained an erroneously elevated accutni result on the beckman coulter dxi 600 immunoassay system within the risk stratification range for one patient. Subsequent testing on an alternate access 2 produced a lower result within the normal reference range. A definitive root cause has not been determined to date for this event with the data provided.

Manufacturer narrative:
(B)(4).